Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidopexy, while closing the stapler before firing, the anvil was not being able to attach to the stapler, thus the surgeon could not see the green marker in order to fire. The anvil kept on disconnecting after doing all the necessary steps to connect it, also no extra tissue was being incorporated and no extra force was required to close the anvil to the stapler. New stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the staple guide of the instrument was fully applied. One of the retainer legs of the center rod was observed to be bent. The anvil of the instrument was observed to be attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functional evaluation could not be performed on the product due to the observed retainer leg damage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was confirmed. Replication of the observed instrument damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.